Event description:
Hamilton c6 ventilator was placed on a patient for a device trial. Several hours into the trial, the ventilator started to alarm, the display screen went blank, and the ventilator stopped functioning. When the power was recycled, we received a self-check failed alert. The patient received manual ventilation while a replacement ventilator was obtained from the department for use. There was no harm to the patient as caregivers were at the bedside providing other care at the time of the event.